Event description:
It was reported the patient had an infection. The patient was in the process of stage 1, 10 day trial for fecal incontinence. The patient's dog jumped up and pulled on the stage 1 lead/extension. The patient experienced increased pain, shakes, and had cellulitis at the lead insertion site. Since the trial lead was implanted the patient had been completely continent thus it was believed the lead was intact and working properly. It was later reported the patient's physician attempted to manage the infection through antibiotics prior to stage 2, however the antibiotics were ineffective. It was discovered the infection was at the site where the percutaneous extension was exiting the skin. The physician did not want to risk any further infection so he explanted the lead and planned to re-do stage 1 in 6 weeks. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093, lot# unk serial# implanted: explanted: product type lead. (B)(4).

Event description:
Additional review indicated that MFR report #3007566237-2012-02121 referred to the same event.

Manufacturer narrative:
(B)(4).